Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the lamp of the light source does not light up. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. The device history record was unable to be reviewed for this device since the serial number was not confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by damage to the lamp terminal and socket. Olympus will continue to monitor field performance for this device.